Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer alleged the insulin pump was under delivering insulin due to they experienced high blood glucose. Customer was treated with manual injection for high blood glucose. Customer stated that they checked setting and found time and date was correct. Customer stated that they did not received suspend on low, suspend before low, threshold suspend or low suspend. Customer did not performed high pressure test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.